Event description:
It was reported that a pump malfunction occurred. The customer¿s blood glucose levels remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and the issue did not recur afterwards. The customer was instructed to continue using the pump and to contact support if the malfunction reappeared.